Event description:
It was reported the patient received an exchange from hvad to heartmate 3 (hm 3) on 07apr2019 and extracorporeal membrane oxygenation (ECMO) was placed on 08apr2019. The patient's death was due to patient condition including right heart failure, sepsis, respiratory and kidney failure, and rising pressor requirements. The device operated as expected. No further information was provided.

Manufacturer narrative:
Approximate age of device: 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due cardiogenic shock. Additional information was requested but was not provided.

Manufacturer narrative:
Investigation summary: a correlation between the device and the reported event could not be conclusively determined through this evaluation. It was reported the patient expired on (B)(6) 2019 due to cardiogenic shock with right heart failure, sepsis, respiratory and kidney failure, and rising pressor requirements. The device operated as expected. The account could not confirm the device being returned. The complaint would be reopened to include the device evaluation, should it be returned at a later time. The hm3 IFU lists right heart failure, sepsis, respiratory and kidney failure as adverse events that may be associated with the use of the hm3 lvas. Device history records (documents 201029, 194200, 197679, 195781, 193400, 187425), including sterilization and packaging documentation, were reviewed and showed no deviation from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on the event.